Manufacturer narrative:
At a later date, the patient was brought in for defibrillation threshold (dft) testing. An initial review of the memory prior to testing was performed and there were no new episodes recorded. During the first and second induction tests, the s-ICD sensed, detected, and delivered therapy appropriately at 65 joules but it did not convert the arrhythmia; the patient converted spontaneously seconds after shock delivery. During the third induction test, the induced arrhythmia was converted successfully with an 80 joule shock. The time to therapy was in normal range. The shock impedance measurements for each shock were between 68-72 ohms. The patient will continue to be monitored normally and no revisions have been planned. No additional adverse patient effects were reported. The s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is february 10, 2015.

Event description:
Boston scientific received information from the patient's remote monitoring system that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of a change in the patient's morphology (wide qrs). The s-ICD was programmed in the primary vector when the episode occurred. No adverse patient effects were reported. The patient was brought in for further testing. Myopotential noise was observed on all three vectors when the patient performed provocative movements. The s-ICD was reprogrammed to the alternate vector as although there was noise present during testing, it was being correctly marked as noise. A memory download was sent to boston scientific technical services (ts) for review. A ts consultant discussed that in addition to the myopotential noise, it was noted that this patient could not be induced during initial testing post-implant. The noise and the failure to induce could indicate that the system is suboptimally placed and x-rays were requested to evaluation the system position. X-rays were submitted. The ts consultant discussed that it did appear that the electrode was a bit high and lateral. It was also noted that the electrode appears to be superficial and not on the fascial plane. The placement of the electrode could potentially be the reason for the observations of the noise on all vectors and the induction difficulties. Additional troubleshooting was discussed. This information was communicated to the field representative to present to the physician. No adverse patient effects were reported.